Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Additionally, loss of capture was observed. An invasive procedure was performed. This lead was surgically abandoned and an epicardial lead was successfully implanted. No additional adverse patient effects were reported.